Event description:
Customer reported that pump became extremely hot to the touch, and the charging cable melted while in use. There was no adverse impact to the customer¿s blood glucose level. Technical support issued a return authorization for the defective pump and charging supplies, ensuring the customer would receive a pump with updated software. Customer was instructed to allow the battery to deplete fully before returning the pump to tandem using a provided pre-paid label. Replacement pump was shipped, and customer was advised to reprogram settings and connect cgm to the new device.